Event description:
Discordant, falsely elevated folate red blood cell (rbc) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate advia centaur instrument and resulted lower. The rerun results were reported to the physician(s). Several folate (rbc) samples were then run on both instruments by a siemens technical applications specialist (tas), and all samples resulted higher on the advia centaur xp than on the alternate instrument. It is unknown if the initial or rerun results from the tas run were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated folate (rbc) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse reviewed the calibration data and discovered that the slopes of the two instruments were very different from one another. The fse showed the operator how to review calibration data. The cause of the discordant, falsely low folate (fbc) results was user error. The instrument is performing according to specifications. No further evaluation of this device is required.